Event description:
A minimally invasive surgery on the lumbar and sacral spine for a posterior fusion of vertebrae l4 to s1, after a beforehand performed 2-level alif, with intended placement of 6 spine k-wires bilateral for guidance of following spine screws for fixation, was performed with the aid of the display by the brainlab spine & trauma navigation 2.0. From an intra-operative verification c-arm scan, before placing the intended to-follow spine screws, the surgeon determined the k-wires placed bilateral in vertebrae l4, l5 and s1 with navigation, deviated from their intended positions shifted by ca. 2-3mm to the right. According to the surgeon (treating clinician): the deviation of the guidance spine k-wires placed with navigation was detected by the surgeon before finalizing the surgery with an intra-operative verification c-arm scan, the k-wires were removed before placing their following spine screws, and the vertebra bones were successfully prepared with a different method and different instruments for the correct screw placements, at the very same surgery. The final outcome of the surgery was successful as intended, with all bone preparations and placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the deviating initial k-wire placements, also not due to the surgery/anesthesia prolong of ca. 2-3hrs. There were further no remedial actions for the patient necessary, done or planned. Hospitalization was also not prolonged.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes and k-wires were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon (treating clinician): the deviation of the guidance spine k-wires placed with navigation was detected by the surgeon before finalizing the surgery with an intra-operative verification c-arm scan, the k-wires were removed before placing their following spine screws, and the vertebra bones were successfully prepared with a different method and different instruments for the correct screw placements, at the very same surgery. The final outcome of the surgery was successful as intended, with all bone preparations and placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the deviating initial k-wire placements, also not due to the surgery/anesthesia prolong of ca. 2-3hrs. There were further no remedial actions for the patient necessary, done or planned. Hospitalization was also not prolonged. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the initial pilot holes and spine k-wires placed bilateral in vertebrae l4 to s1 with the aid of navigation, deviating by ca. 3mm shifted to the patient's right, is: a movement of the navigation reference array during the procedure - after the pre-placement scan was registered to navigation and before the affected placements were performed - in relation to the patient anatomy, due to a not sufficient fixation of its schanz pins into the bone as required, and inadvertent forces applied to the reference array during the surgery by the user. Imaging data provided by the hospital for this surgery show a shift of the schanz pins matching the spine placements deviation, in between the pre-placement scan and the verification scan after the affected placements, demonstrating the shift of the navigation reference, with the scans also visualizing that the pins were only fixated in the margin of the bone, i.e. Not having the necessary full purchase into rigid bone structures. Movement of the reference array after patient registration to navigation disrupts the coordinate system established during the registration and causes a deviation between the displayed image scan, on which the navigated instruments are tracked, and the actual patient anatomy. This movement cannot be compensated by the navigation software. Apparently, despite reference array movement warnings were presented by the navigation at the time of the affected placements and were addressed by the user correspondingly verifying the navigation accuracy at anatomical landmarks with a navigated instrument, the resulting deviation between the locations of the actual patient anatomy and the registered pre-placement patient image scan displayed by the navigation, was not recognized by the user with the necessary thorough navigation accuracy verification throughout the surgery, i.e. Before and during performing significant invasive actions with the aid of navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.